Manufacturer narrative:
Samples were not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
A surgeon reported explantation of 4 intraocular lenses over the last year and a half. Additional information is not available from the facility.